Event description:
Customer reported that top button was hard to press. There was no adverse impact to the customer's blood glucose level. No action was required, and the customer declined a callback.